Event description:
The customer received questionable carcinoembryonic antigen (cea) results for three patient samples. The reagent pack had been used on a cobas e411 analyzer and then loaded onto the modular e analyzer serial number (B)(4). The initial results from the modular e analyzer were: patient sample 1: 1.9 ng/ml. Patient sample 2: 0.9 ng/ml. Patient sample 3: 0.9 ng/ml. The customer noticed one of the results was flagged, but could not provide information on which result was flagged. The customer checked the reagent pack and found there was a pipette tip from the cobas e411 inside the reagent pack. The reagent pack was replaced and the samples were retested on the modular e analyzer. The repeat results were: patient sample 1: 6.1 ng/ml. Patient sample 2: 5.7ng/ml. Patient sample 3: 2.1 ng/ml. Both the initial and repeat results were reported to the physicians. No adverse event has been reported. The cea reagent lot number was 167390 with an expiration date of 07/30/2013.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).